Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter e3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: it is alleged that "pt received a cook celect filter on (B)(6) 2010". Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: cook medical incorporated (cmi) (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received identified the patient allegedly received an implant on (B)(6) 2010 due to intracranial hemorrhage. The patient is alleging migration, tilt, fracture, the device is unable to be retrieved and organ perforation. The patient further alleges stomach and rib pain, and anxiety/fear of future injury due to the displaced struts in the abdomen. Per the (B)(6) 2011, retrieval report (attempted): "the retrieval snare was placed through the sheath. Multiple attempts were then made attempting to snare the filter. The filter was somewhat tilted and we could not appropriately snare the hook of the filter, several attempts were made under fluoroscopic visualization. Please note that the patient's pelvis was protected from radiation during this time; however, the fluoroscopic procedure did run approximately 25 minutes in length. The hook of the filter did appear to be leaning against the vena cava wall. I, therefore, was unsuccessful at attempts to snare this". Per the (B)(6) 2011, computed tomography-abdomen and pelvis with contrast: "an inferior vena cava filter is noted with superior aspect of the tip being noted at top of l2". Per the (B)(6) 2013, radiology report-lumbar spine: "findings: a vascular filter is seen projecting anterior to the lumbar spine on the lateral view". Per the (B)(6) 2014, radiology report- kidney, ureter and bladder: "a vascular filter is again noted to project slightly to the right of midline along the lumbar spine". Per the (B)(6) 2016, computed tomography-abdomen and pelvis without oral or intravenous contrast: "findings: the patient has a filter within the infrarenal inferior vena cava. One of the struts has fractured off from the filter and now lies external and to the right of the inferior vena cava and along the anterior aspect of the lower pole right kidney. There is no fluid collection to suggest any leak or hematoma. One of the struts directed posteriorly extends through the vessel wall and has eroded into the inferior aspect of the l3 vertebral body to the right of midline. Another of the struts directed toward the right side is seen to extend beyond the wall of the inferior vena cava, this is not an unusual finding however. Impression: 1. Patient has an inferior vena cava filter in place. One of the struts is fractured from the filter and has migrated external to the inferior vena cava. It lies along the right side of the inferior vena cava and along the anterior margin of the lower pole right kidney within the retroperitoneum. Another one of the struts directed posteriorly has eroded into the l3 vertebral body. No surrounding hematoma".

Manufacturer narrative:
Investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, and anxiety/fear are directly related to the filter and unable to identify a corresponding failure mode at this time. The following allegations have been investigated: migration, tilt, unable to remove, pain, anxiety/fear. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
No additional information provided at this time.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right femoral vein. Per kub, dated (B)(6) 2016, "one of the struts has fractured off from the filter and now lies external and to the right of the ivc and along the anterior aspect of the lower pole right kidney. There is no fluid collection to suggest any leak or hematoma. One of the struts directed posteriorly extends through the vessel wall and has eroded into the inferior aspect of the l3 vertebral body to the right of midline. Another of the struts directed toward the right side is seen to extend beyond the wall of the ivc, this is not an unusual finding however." Per kub, dated (B)(6) 2017, "there is an inferior vena cava filter with the tip in a stable position. One of the struts is displaced and in the right abdomen. This is in a similar location."

Manufacturer narrative:
Patient code: vessels, perforation of (2135), listed in IFU; organ(s), perforation of (1987), not listed in IFU device code: appropriate term/code not available (3191) [device perforation], not listed in IFU fracture (1260), not listed in IFU this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: (B)(6). Registration no.: (B)(4).